Event description:
Known a sub b with anti-a1 was typed as a b in mts a/b/d monoclonal and reverse grouping card lot # 121302037-03. Pt has a weak subgroup of a not detectable with anti-a gel reagent. Anti-a1 in pt's plasma reacted in buffered gel with a1 cells, masking abo discrepancy.